Event description:
Baxter (B)(4) received a report that an infusor had a reservoir rupture during patient infusion. The concomitant medical products are currently unknown. The device was filled with a 240 ml solution. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unit containing no fluid in the reservoir. The reported condition of a rupture was not confirmed. Visual examination of the unit showed no evidence of a rupture. Furthermore, a leak test was performed by filling the reservoir with water to its nominal volume. During and after fill, no evidence of rupture was observed on the reservoir. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.